Event description:
It was reported that patient experienced an infection on the left parietal incision site of their deep brain stimulation (dbs) device. The physicians assessment was that the infection was caused by erosion over the left dbs lead incision which did not improve after being prescribed anti-biotics. The patient underwent a procedure and had the entire dbs system explanted. The devices were retained by the facility and will not be returned for analysis. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(4). Batch: 7088238. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. (B)(4). Batch: 7088513. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. (B)(4). Batch: 7096531. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. (B)(4). Batch: 7096602. Product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28547354. Product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28547354.